Event description:
It was reported that a collimator didn't transfer properly from a detector head during collimator exchange to the cart. The top part of the collimator transferred properly and was latched by the top latches on the cart, but the bottom part of the collimator got stuck slightly to the head and didn't get properly latched by the bottom latch on the cart. Fmi 40752, which addresses collimator exchange, was not implemented at this site at the time of the incident. Subsequent to the incident, fmi 40752 was implemented and the system was restored to its normal operating condition. No injuries or other adverse events were reported.